Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the sherlock tracking was not functioning as normal, the piccs looked like they were going contralateral or up instead of down. PICC tip location confirmed by ECG so sherlock tracking appears to be at fault. It was reported this occurred three times. This report addresses the first occurrence.